Event description:
Wound nurses received call from nursing that the alternating pressure feature on the mattress was not working. Pump was found unlocked, upright mode was engaged, fitted sheet was on the bed. The pump was reset three times and the proper inflation setting did not seem to be engaged. Requested staff put the proper linen on the bed and called the company to come and check the mattress issue. Manufacturer response for freedom standard wave mattress, freedom wave mattress (per site reporter). They are working on resolving the problem. No other response at this time.